Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Contra angle sn 54921: bearing damage on the head drive and resistance value too high. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report. Please note, the incorrect manufacturer (g1) was inadvertently reported in the initial submission. See corrected manufacturer in (g1) of this report.